Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant back to back blood glucose results on the compact plus system of 119 mg/dl versus 49 mg/dl as well as 445 mg/dl versus 120 mg/dl when both comparison were performed 3 minutes apart. The loction of the testing was not provided. As a result of the comparison, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: compact test strip drum lot number and expiration date not provided.